Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, a picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, several electrodes of the pentaray were observed missing and one of the splines was observed broken. A manufacturing record evaluation was performed for the finished device number lot 31482111l and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a pentaray nav high-density mapping eco catheter and the patient experienced foreign body from detached electrodes. Removal was attempted but unsuccessful. Tip branch fell off. During the modeling process in the left atrium, the pen got stuck in the mechanical valve of the patient's artificial mitral valve. The surgeon used various methods to resolve the issue. When the pen was pulled out of the patient's body, it was found that only one electrode remained (originally there were five electrodes). An x-ray examination revealed that three electrodes had fallen into the patient's renal artery, and the other one electrode could not be located. A new pen was opened for the surgery, and after performing radiofrequency ablation for atrial fibrillation, a retrieval device was used to retrieve the three electrodes in the renal artery, but the attempt was unsuccessful. The patient condition is currently stable.

Manufacturer narrative:
On 6-feb-2025, bwi received additional information regarding the event date, which is now updated to 10-jan-2025. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).